Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. See MFR#: 3002809144-2023-00322-00, for the other likely cause lot number.

Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a donor. The following results were provided: (B)(6) 2023. Sid: (B)(6) = 119.905 / 97.137 / 84.075 s/co on lot# 44033be00, electrochemiluminescence assay = 0.2 (non-reactive), nat is negative. Repeated on (B)(6) 2023 = sid: (B)(6) = 98.120 s/co, electrochemiluminescence assay and nat still negative. New sample on (B)(6) 2023 = 115.4 s/co on lot# 48229be00, electrochemiluminescence and nat are negative. No impact to donor management was reported.

Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity s hiv ag/ab combo reagent lot 44033be00 identified normal complaint activity. Field data review showed that the repeat reactive rate observed for the complaint lot in blood banks meets the specificity performance claim of the package insert. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. No customer returns were available for evaluation. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. The alinity s hiv ag/ab combo assay is performing as expected and no systemic issue or product deficiency was identified. See MFR# 3002809144-2023-00322 for the other likely cause lot number.

Event description:
The customer reported a false repeat reactive alinity s hiv ag/ab combo result on a donor. The following results were provided: 03mar2023 sid (B)(6) = 119.905 / 97.137 / 84.075 s/co on lot# 44033be00, electrochemiluminescence assay = 0.2 (non-reactive), nat is negative. Repeated on 16may2023 = sid (B)(6) = 98.120 s/co, electrochemiluminescence assay and nat still negative. New sample on 13jun2023 = 115.4 s/co on lot# 48229be00, electrochemiluminescence and nat are negative. No impact to donor management was reported.